Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging error 2. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The test strips passed testing. The reported issue could not be confirmed; however, several secondary issues were noted during testing. The test strips were found to have results above range when tested with control solution. In addition, when the test strips were tested with control solution, an error 4 was observed with no assignable cause found. Finally, the test strip vial found to have been over labelled by a third party. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.